Event description:
It was reported the device displayed a system failure alarm. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing a tamper seal and had the top case corners chipped, cracked right plunger case and battery door. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. However, found abnormal wear of the clutch halves. Found blue dust from clutch halves coating the carriage and excessive black teflon debris coming off of the lead screw. Replaced lead screw, clutch spring and both clutch halves. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.